Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture diagnosed by ultrasound. Device has been explanted and replaced

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a left side rupture diagnosed by ultrasound. Device has been explanted and replaced.